Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses and experienced a deflation on the left and anisomastia on the right side post-operatively. The patient underwent explantation on (B)(6) 2021 for the left side. This report is for the right side device.

Manufacturer narrative:
On july 19, 2022, mentor received additional information regarding the complaint event. It was determined that the patient had a deflation with impacted product containing serial number: (B)(6) and as a result, underwent explantation for this impacted product on (B)(6) 2021. All relevant fields have been updated in section b2, section d6b, and section h6 of this report to reflect the correct information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).